Event description:
Dealer called in stating the end user's cryo fluid pad popped at the seams causing the fluid to leak out. No injuries were reported.

Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was 1 year and 7 months. The expected lifetime of a wheelchair cushion is 2 years. Discussion: in reviewing the complaint, there is no indication based on the information provided whether the event was due to a product malfunction during normal use or damage due to potential user misuse. The user reported no injuries. Conclusion: due to previous filings for what could be a similar failure mode of manufacturing malfunction, which could lead to a serious medical condition if any such malfunction were to recur, this MDR is being filed in an abundance of caution.